Manufacturer narrative:
One tacticath catheter, se was returned to the manufacturer for analysis. Contact force was displayed when connected to the tactisys unit with no error messages noted, and the device met specifications for optical signal properties. Log file analysis indicates the automatic baseline reset of the tactisys was unable to function due to the value of the thermocouple 2 (tc2) reading under 32°c, consistent with the reported event of contact force requiring manual resets. Tc2 met specifications during electrical testing of the returned device. The cause of the low tc2 temperature remains unknown. Electrode 1 met specifications during electrical testing with no open or short circuits detected and microscopic inspection of the distal tip revealed no anomalies. In addition, the catheter met acceptable irrigation rates during a flow test with no error messages or anomalies noted during priming or testing. A simulated ablation test was conducted and no impedance anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue and blood clots remains unknown.

Event description:
During the pulmonary vein isolation procedure, the contact force grams would not turn back to 0g, requiring it to be rezeroed after delivery was performed multiple times. Additionally, the impedance value increased while radiofrequency (rf) energy was delivered. The catheter was removed, and a blood clot was noted on the catheter tip. This occurred 2 to 3 times during the procedure. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient. The patient's activated clotting time (act) was 300-350, and heparin was used as standard anticoagulation therapy.

Event description:
During the pulmonary vein isolation procedure, the contact force would return to 0gms , requiring it to be re-zeroed after delivery was performed multiple times. Additionally, the impedance value increased while radiofrequency energy was delivered. The catheter was removed, and a blood clot was noted on the catheter tip. This occurred 2 to 3 times during the procedure. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient. The patient's activated clotting time (act) was 300-350, and heparin was used as standard anticoagulation therapy.